Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received regarding a patient implanted with a neurostimulator (ins) used for urinary dysfunction/sacral nerve stim. Consumer reported they turned therapy off a couple of years after they got the implant because it was not working. This reportedly began at implant, (B)(6) 2007. It was reported that they turned therapy off and had not been using it. Patient reported they never had therapeutic effect. No further complications reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received. Consumer reported they turned their implant off because it was not helping and could feel it pulsating. No steps were reportedly taken to resolve the issue. No further complications reported/anticipated.